Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: june 16, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. The handpiece insert was received as well. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the neck of the cartridge. The cartridge and cartridge tip could be observed to be cracked. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The lens module was opened and, no marks that could indicate that the plunger rod was not aligned could be identified. No viscoelastic residue could be identified inside of the lens module either. The cartridge was removed from the handpiece and inspected, no further issues with the cartridge were identified and viscoelastic residue was observed to be dispersed throughout the length of the cartridge, suggesting that an adequate amount of ovd was used. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cut had been found on the tip of the cartridge after implantation of the intraocular lens (iol) into the eye. The physician reported that there was an unusual strange feeling while inserting, but no other problems. The iol remains implanted as there was no abnormality observed. There was no reported patient injury or health damage. No additional information was provided.

Manufacturer narrative:
(B)(6). Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.